Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an absence of no delivery alarm. The customer¿s blood glucose was 290 mg/dl at the time of incident. Customer stated that the insulin pump did not alarm insulin flow blocked after the infusion set was inserted incorrectly and had a bent cannula. Customer declined absence of no delivery alarm. Advised customer to change infusion set and a replacement infusion set and reservoir will be sent. The infusion set is expected to return. No insulin pump will be returned for analysis.